Event description:
It was reported that the patient had been experiencing pain. The patient was taking oral hydrocodone for the pain and kept taking them until she was ¿not in a good state¿. Later, the patient was rushed to the hospital and it was found that she was septic from a urinary tract infection (uti). While in the emergency room, her pump alarmed, though it was about 24 hours before it was determined that the alarm was coming from the pump. It was found that the patient was in morphine withdrawal and it was thought that she had not gone in for her refill appointment. It was stated that the physician had to allow her to regain consciousness before they could even think of administering more morphine, because she was in a ¿bad state¿. It was stated that if anymore medication was given, it would have ¿wiped her out¿. It was also stated that she had it ¿shut down¿, though it was unclear when this had taken place. Additional ly, it was noted that, at that time, the patient also had a myocardial infarction that required a stent be put in. However, it was reportedly due to some ¿orthosclerosis¿, though the reporter likely meant atherosclerosis. It was reported that the pump contained morphine for the 20 years prior to report.

Manufacturer narrative:
Product ID: 8709, lot# l62602, implanted: (B)(6) 1999, product type: catheter. (B)(4).